Event description:
Philips received a complaint by the customer on the v60 indicating that a machine and proximal pressure sensor failure occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that a machine and proximal pressure sensor failure occurred. A quote for service has been sent to the customer. Device evaluation and repair are pending.